Manufacturer narrative:
The evaluation of the submitted log file confirmed a total loss of power to the system controller resulting in a red heart alarm and a pump stoppage event; however the evaluation could not determine how long the system was without power. According to the information, the patient is currently doing well with no further issues. The patient remains ongoing on pump support and no additional events related to a total loss of power to the system have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that interrogation of the patient's system controller by the healthcare professional revealed a double power cable disconnect event on (B)(6) 2016, causing a pump stoppage. It was suspected that the patient may have accidentally disconnected both power leads. It appeared that the duration of the loss of power to the pump was less than 2 minutes. The patient did not recall hearing a red heart alarm and had a probable loss of consciousness with some amnesia. The patient's son heard the alarm and reconnected the power lead. Once power was restored to the system controller, the pump resumed normal operation. The patient recalled disconnecting the white power lead, but that was reportedly the patient's last memory until power was restored. The log file submitted to the manufacturer's technical services representative for analysis indicated a total loss of external power to the system controller. The data indicated that the system controller's white power lead was disconnected prior to the event. Once power was restored to the system controller, the pump resumed normal operation. Based on the log file data, it could not be determined how long the pump was stopped. As of (B)(6) 2016, the patient was doing well with no further issues.